Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated she has been experiencing constant low blood glucose levels in the 30 to 40 mg/dl range. Customer stated she has lowered basals and anomaly persists. Customer wasn't sure if device was not working properly. Customer's current blood glucose was 44 mg/dl. Customer suspended the insulin pump. The drive support cap appears to be normal. Most recent set change was (B)(6) 2015 and customer was disconnected during rewind and prime sequence. Customer was unsure if setting were correct was advised to speck to doctor. Insulin showed the same amount as display. The device was not exposed to an MRI. Customer blood glucose went up to 96 mg/dl. Customer was advised the device was functioning correctly and to reach out to doctor in regards to low blood glucose episodes.